Event description:
The sales rep reported that when the implant was opened during surgery, the head was fused onto the packaging. The sales rep added that the implant was not used and an identical device was immediately available during surgery. No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.